Event description:
It has been reported that following a stent placement the device migrated to the pt's stomach. The stent is still in the pt and is expected to be removed and replaced with a larger stent. No product is expected to be returned for evaluation.